Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. Troubleshooting was not performed. No harm requiring medical intervention was noted. The pump will be returning for analysis.

Manufacturer narrative:
Device received with frozen screen during test. Problem isolated to the electronic assembly. Unable to verify missing segments or partial display and perform displacement test, sleep current measurement, active current measurement and self test due to frozen screen noted.